Event description:
During capture threshold testing, the user released the button to terminate the testing as expected, however, the device continued to decrement, resulting in a loss of capture and patient syncope. The patient recovered with no other consequences.